Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bowel resection, the knife blade would not retract. They tried to restart with no success. Since the jaws of the device locked on tissue, the stapler was cut off of tissue to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was clamped on tissue with the knife blade fully advanced and was still attached to the returned adapter. The device was disassembled and the knife bar laminates were found to be bent and splayed. Cartridge pushers were sub-flush with respect to the cartridge face. Gouging was noted on the adapter knife channel. This will cause increased firing and retraction forces. It was reported that the instrument locked on tissue, the knife blade did not retract, and there were bent knife bar laminates. The reported issue were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur under the following conditions. First, application over tissue that is beyond the recommended thickness range. Second, application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.